Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/28/2016, that on (B)(6) 2016, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2016. Reportedly, the patient did not calibrate after the inaccuracy. Additionally the patient entered finger stick values during loss of signal, rapid rates of change, and when the error reading symbol was displayed. No additional event or patient information is available. Data was provided. Review of the data log confirmed the reported inaccuracy. A root cause could not be determined via data. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Labeling indicates: don't calibrate when your bg is changing at a significant rate: more than 2 mg/dl per minute. Look for rate of change arrows on your display device screen and don't calibrate when you see: a single arrow, pointing up, rising 2-3 mg/dl each minute. Two arrows pointing up, rising more than 3 mg/dl each minute. Single arrow pointing down, falling 2-3 mg/dl each minute. Two arrows pointing down, falling more than 3 mg/dl each minute. Calibrating during a significant rise/fall of your bg may affect accuracy of sensor glucose readings, resulting in you missing a severe low or high glucose event. During signal loss, don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. During error reading symbol displayed, don't calibrate. System may correct problem on its own and display sensor glucose readings again.